Event description:
The device was disabled.

Event description:
Information was received that patient device was explanted. Attempts were made for products return but information was received that facility discarded explant.

Event description:
It was reported that patient was having high lead impedance and low output current on generator. It was also reported that patient has mass at electrode incision site that was not previously there. X-rays were ordered for this patient. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.